Manufacturer narrative:
Product analysis: the external pulse generator (epg) passed all incoming tests. Analysis noted that the output connectors were broken, the lower case was broken, the hanger was damaged, and the epg required an update. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was faulty. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg had a damaged atrial output connection port and the device was not working.